Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
When the aestiva anesthesia machine was powered on, it was noted that there was no alarm function. There was no report of pt involvement.